Event description:
It was reported that during a shoulder surgery a malfunction occurred with the device. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. No further information received. Update avoe 09-jun-2023: further information was provided that the anchor of the device was faulty. During release of the anchor, which was being used as the 2nd anchor in the 2nd row of sutures, it jammed and tore off the entire suture previously made.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the broken screw can be attributed to misuse due to misaligned insertion; or prying/leveraging the screw during insertion.